Manufacturer narrative:
(B)(4). Date sent: 12/14/2020. H6 component code: others (g07). Investigation summary: the device was returned with no apparent damage. The device was returned outside of its original packaging and the packaging was not returned. Due to the packaging not being returned, we could not investigate further on the reported packaging integrity issues. The device was connected to a test handpiece and tested on a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. The device was disassembled to inspect the internal components and no anomalies were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch #: u9400x. Additional information was requested and the following was obtained: did the patient suffer any adverse consequences? This was noticed before used on patient, no patient adverse reported. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the plastic packaging was damaged when the box was opened. Questionable sterility of the instrument in the damaged container.